Event description:
On (B)(6): field service engineer (fse) reports; unable to do preventative maintenance (pm) due to system collimator and in room monitors not functioning. On (B)(6): customer reports via phone that during a cystoscopy procedure, the system monitors and collimators failed. Staff moved the pt to another room where physician was able to complete the procedure without incident. No reported injury. Customer did not provide any further pt or procedure information, other than to state the pt is fine.

Manufacturer narrative:
On (B)(4) product monitoring called customer for follow up on the preventive maintenance report, where reportedly the system monitors and collimators failed. According to service records the customer should not have been using the system for fluoro. Field service engineer (fse) reports on the preventative maintenance (pm), that he was unable to do the pm due to the collimator and room monitors not functioning. This is a known issue from the (B)(6) 2011 pm, where it was determined the system would be used only as a table and not for fluoro since it failed the (B)(6) pm. Preventative maintenance in 2010, the fse found the collimator not working but customer did not want it repaired or replaced. On the pm performed in 2011, the customer was advised the x-ray function was not be used on this table until repairs were approved and completed or the table was replaced. At that time (2011) the customer stated that this table had not been used for x-ray procedures and according to the gold one system log at that time, showed the last pt using x-ray on this system was in (B)(6) 2006.